Event description:
Ventilator stopped ventilating and started emitting a high pitched alarm. Therapist reports that the screen went black and then entered self test mode. No buttons function and ventilator could not be reset.